Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a cuff inflation/deflation issue. The balloons of the cannulas deflate after less than a week of application. This occurred with 4 devices. The patient used a device from another lot number and everything went well.